Event description:
A nurse reported that a patient experienced slight corneal wound burn during the phaco mode of cataract surgery (with intra ocular lens implantation). The surgeon used 10-0 nylon suture to close up the wound after the iol implant. The current patient condition was recovering. This report pertains to the phaco emulsification tip (phaco tip) involved in reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in b.5., h.6., h.10. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. Clinical evaluation has been reviewed. No potential contributing factor has been identified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using magnification 30 times during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that an ophthalmic console, phacoemulsification handpiece(s), an ophthalmic viscoelastic device and a phacoemulsification tip were used during the phaco mode of cataract surgery with intraocular lens (iol) implantation. The patient experienced a slight corneal burn. The surgeon used nylon suture to close the wound after the iol implant. It was also reported that three ophthalmic handpieces, each with a different serial number used on the two different patients were mixed up and hence the facility was unable to determine which handpiece was used on which patient. The patient has recovered from the reported event. This report pertains to the phacoemulsification tip (phaco tip) involved in reported event, used for one of the two patients reported from the same facility.